Event description:
The field engineer reported that the system displayed an overvoltage error message attributed to arcing. This error will likely result in a system shut down. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cables were regreased. The system was then found to be operating as intended.